Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient returned to clinic and programming changes were made to restore bluetooth connectivity. There were no patient consequences.